Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21056548. Medical device expiration date: 2024-05-31. Device manufacture date: 2021-05-31. Medical device lot #: 21065528. Medical device expiration date: 2024-06-07. Device manufacture date: 2021-06-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 ll vlv adpt(stand alone) from lot 21056548, and 2 sets from lot 21065528 were blocked/occluded during the flush. The following information was provided by the initial reporter: "both infusion and cru have been reporting issues with them. They are saying about one in every ten do not work. They do not flush through."

Manufacturer narrative:
Investigation summary: two samples (model #2000e) were returned by the customer. It was reported by customer that the smartsite valves do not flush through. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of the samples were open and the samples were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 21056548 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e lot number 21065528 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA (B)(4) has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However in this instance no occlusion was observed during testing of the returned samples. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 ll vlv adpt(stand alone) from lot 21056548, and 2 sets from lot 21065528 were blocked/occluded during the flush. The following information was provided by the initial reporter: "both infusion and cru have been reporting issues with them. They are saying about one in every ten do not work. They do not flush through."